Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance ii inflation syringe was used during an esophageal dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the cre balloon was inflated with the alliance handle and syringe, the gauge needle decreased while holding the alliance handle. It could not be confirmed if the balloon inflated when the gauge needle decreased. A new syringe was used and the procedure was successfully completed. There were no patient complication as a result of this event. The patient was reported to be in good condition post procedure.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. (B)(4) (gauge - inaccurate readings). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the gauge was covered in saline and the needle was found to be stagnant below the vacuum zone. The device could not be functionally tested due to the dried saline. The packaging for this device was not returned for evaluation. Although the complaint could not be confirmed since the device could not be functionally tested, it is possible that the device was subjected to a shock during preparation which resulted in the gauge defect. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context as the event occurred during the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance ii inflation syringe was used during an esophageal dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the cre balloon was inflated with the alliance handle and syringe, the gauge needle decreased while holding the alliance handle. It could not be confirmed if the balloon inflated when the gauge needle decreased. A new syringe was used and the procedure was successfully completed. There were no patient complication as a result of this event. The patient was reported to be in good condition post procedure.